Event description:
Two of two posterior flaps broke off of a femoral trial impactor during a surgical case. After finishing the case, one of the metal pieces was found on the floor, which raised concerns. Imaging the knee, identified the second flap's location there. The knee was opened a second time and the broken flap retrieved.